Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer's insulin pump refused to initiate after a battery change. Customer tried three new duracell batteries with no success. The device started up on the fourth battery. Customer was advised to clean the battery compartment. A replacement battery cap was sent. Customer's blood glucose was 19.1 mmol/l. Nothing further reported.